Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
It caught on fire - oral-b [device catching fire]. Handle exploded in my hand - oral-b [device expulsion]. It no longer charges - oral-b [device power source issue]. Handle got so hot / it messed up my outlet - oral-b [device temperature issue]. Case narrative: consumer via phone reported that their oral-b toothbrush pro 5000 toothbrush no longer charged and the handle got so hot that it exploded in their hand and messed up their outlet. No injury was reported. 10-sep-2024 follow-up via phone: the consumer was a male. No injury was reported. 13-sep-2024 follow-up via e-mail: the oral-b toothbrush caught fire. No injury was reported.